Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 4/29/2019. Device returned to manufacturer: yes. Device evaluation: the sample was received on 4/29/2019. Visual inspection shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received which provided the explant date as (B)(6) 2019. It was also reported there was no patient injury, no additional intervention was performed and the patient is doing well post-op. Another lens of a different model and diopter was implanted. As a result the following field has been updated: if explanted, give date: (B)(6) 2019. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: the explant was scheduled for (B)(6) 2019. To date, no confirmation has been received. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zkb00 intraocular lens (iol) was implanted into the patient's left eye on (B)(6) 2019. Reportedly, the patient developed dysphotopsia and they planned to explant the lens on (B)(6) 2019. No additional information was provided.